Event description:
It was reported intermittent occlusion alarms occurred resulting in the customers blood glucose level being displayed as "high" a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.